Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of over 400 mg/dl back to back with a result of around 100 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter took his normal dosage of 90 units of humulin insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.